Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer's blood glucose at the time of incident was 50mg/dl, current blood glucose is 141 mg/dl and blood glucose was also over 300 mg/dl and 100's mg/dl. The customer declined troubleshooting on insulin pump. The customer treated low blood glucose with peanut butter and jelly and orange juice. The insulin pump will not be returned for analysis.